Manufacturer narrative:
Patient and device identifiers are not available at this time. Persistent intraocular inflammation is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The optometrist reports seeing some istent patients with persistent cell after 4+ weeks postop. The cause of the inflammation, number of patients/devices involved, and severity are not known at this time. Additional information has been requested.